Event description:
The initial report stated that the patient was a toddler with persistent chylothorax requiring drainage. The staff went through three or four pigtails because the devices kept breaking at the hub. They subsequently took a new one and easily pulled it apart at the same location. Additional information received 02/10/2010, stated the separation occurred after placement, resulting in repeated catheter placement. The current status of the patient is unknown.

Manufacturer narrative:
(B)(4). Event still under investigation at this time.